Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: photos received for investigation. Upon observation, the scale marking is missing. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Possible root cause, defect was generated during the printing of the barrel of the syringe, however, the defect is within the acceptable quality level in the parts per million allowed. Corrective action include frequency control update. Investigation conclusion: we do not have the physical sample of the client, only photography, in which we can observe that the product does not have the scale recorded root cause description: during manufacturing, template damage may occur given the use of the same, that is why these are changed once a turn or each time they are damaged by the mechanic or technician as established in the work instruction in which part of l the controls is to verify full printing and disable the parts ejector once the quality of the marking is acceptable, however the reboot or adjustment could generate unprinted cylinders, this is the only fault mode because during manufacturing is the "marking quality" feature was assessed and some defective was not reported.

Event description:
It was reported that scale marking issue occurred with a syringe 10ml ll 21ga 1-1/2in bil lax. The following information was provided by the initial reporter, "in the moment it would be used it was notice the scale is missing".

Manufacturer narrative:
The changes are the following: g.1 reporting office: (B)(6). G.2 manufacturing location: becton dickinson de mexico.

Event description:
It was reported that scale marking issue occurred with a syringe 10ml ll 21ga 1-1/2in bil lax. The following information was provided by the initial reporter, "in the moment it would be used it was notice the scale is missing."